Event description:
Paramedics used the device for ECG monitoring of a pt. When the operator connected the 12-lead pt cable, the device allegedly failed to display the pt's ECG and displayed a "leads off" message. There were no adverse effects to the pt reported as a result of the alleged malfunction. The same problem reportedly occurred with two different sets of pt ECG cables.